Event description:
The same sample ID numbers were printed for 2 different patients' results. The results were not reported to the physicians. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the ID number mix up result. Analysis of the instrument and instrument data indicate that the cause for the ID number mix up was a software defect.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the ID number mix up was a software defect. The software has been repaired. The instrument is performing within specifications.